Event description:
It was reported that customer had high blood glucose between 393 mg/dl and 513 mg/dl. Customer also had large ketones. It was reported that blood glucose began to lower on its own. Customer was treated with 13 units of insulin and water. It was also reported that customer experienced keypad anomaly. It was reported that act button was hard to press. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. Unable to perform functional testing due to unresponsive button. No cosmetic damage noted.